Event description:
It was reported that the patient felt a loose discomfort at the ipg pocket after weight lose. As a result, on (B)(6) 2018, the patient's ipg site was tightened by the physician through surgical intervention, which addressed the issue.